Event description:
Reported as a, "leaking lap band that is leaking at the balloon portion of the band per fluoro testing".

Manufacturer narrative:
Taper ii. The product associated with this report remains implanted and has not yet been returned. Based upon the implant date provided by the reporter the connecter type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with report. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of band may occur due to leakage from the band, the port or the connector tubing."